Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product remains implanted. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient underwent a shoulder surgery. Sometime post-op, the patient noticed a lump on the anterior shoulder. A CT scan showed metal debris. The patient underwent a revision surgery.

Manufacturer narrative:
Device not returned for evaluation. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a shoulder surgery. Sometime post-op, the patient noticed a lump on the anterior shoulder. A CT scan showed metal debris. The patient underwent a revision surgery.